Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced chest pain and it was noted that the implantable pulse generator (ipg) was in atrial preference pacing at times. The device remains in use. No patient complications have been reported as a result of this event.